Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacturer date without a lot number.

Event description:
A 3.5 mm reconstruction plate, implanted on to repair a distal humerus fracture, broke post operative. The plate was noted as broken between the 2nd and third holes, was removed and replaced with a medial distal humerus plate.